Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic closure of an incision, while being applied at the skin, the suture broke away from the needle. There was no patient injury.